Event description:
The customer contact reported the device did not deliver. On (B)(6) 2011 at 2150, the device was programmed for continuous delivery of 5fu (fluorouracil), at the rate of 12.7 ml/hr, with a 500ml vtbi (volume to be infused), a 500ml container size and the delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was 46 hr duration. On (B)(6) 2011 at 2100, the pt returned to the user facility for a scheduled appointment at the end of the delivery. At that time, the nurse noted the container was full; however the display indicated 584ml had been delivered. At that time, the pt reported there were no audible alarms during the delivery. The device was removed from clinical service. The physician was notified. The remaining volume was not delivered to the pt. There were no reported adverse pt effects. No medical interventions were required. Therapy was resumed on (B)(6) 2011 with a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.90ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the history indicates on (B)(6) 2011, the pump was programmed for continuous only delivery in ml, with a rate of 12.7ml/hr rate, a 584ml vtbi, a 584ml container size. At 2203, the delivery was started. A new date stamp of (B)(6) 2011 and (B)(6) 2011 occurred. On (B)(6) 2011 at 1956, an empty container and end of infusion alarm occurred. At 2011, the delivery was stopped. At 2055, the pump was powered off. This report represents all the info known by the rptr upon query by hospira personnel.